Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography/(ercp) procedure performed. The exact procedure date was unknown. During the procedure, the balloon popped on first inflation. The customer reported that no pieces of the balloon detached inside the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the event date provided (february 2024). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.